Manufacturer narrative:
The device was returned and the evaluation found that the distal side was bent and without the protector tube, the distal edge was dented, there was debris under the eyepiece lens, the image was out of center, the lens was chipped with a shadow on the side of the image. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the endoscope telescope had the attachment break off the side. It was unclear when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the reported issues is most likely attributable to considerable mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.